Event description:
Patient reports that as of this year, as she was doing her morning stretches and exercises, her hip "popped apart". X-rays found the constraint ring dislodged and metalosis, so she was revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.